Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit is over feeding.¿ the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was not being used a patient. The rate was set to 75 ml/hr and the actual volume delivered was 60ml after 30 minutes. The feed was completed in 45 minutes. The pump was run for 15 minutes prior to testing. The customer ensured that the tubing was not over stretched.

Manufacturer narrative:
Submit date: 11/27/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the enteral feeding pump overfed.